Event description:
The pt experienced fluid build-up at the pump pocket site. The cause of the fluid build up was reported to be csf leakage. The pt requested a smaller pump. The pump was replaced. There was no device malfunction or pt injury associated with the event. The pt recovered without sequela. The device system was used to deliver lioresal at 60 mcg/day.

Manufacturer narrative:
(B) (4). The pump was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.